Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the physician was unable to position the lead in the target vein, as the vein was too small for the lead, and the lead exhibited high thresholds and diaphragmatic stimulation. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.